Event description:
Same case as: 3003853072-2014-00011, 3003853072-2014-00012, 3003853072-2014-00010. It was reported four clamps were noted to broken post-operatively via x-ray. No further information is available at the time of this report.